Event description:
Physician attempted to place 3.0 x 16mm stent in pt's right coronary artery. Stent was not on balloon when removed from the pt after an unsuccessful stent deployment. Stent was unable to be located. Second stent was then deployed.